Event description:
It was reported that foreign material was found inside the package. During unpacking of a 3.50mm x 15mm nc emerge balloon catheter, an unknown metal piece fell and was found on the floor. The procedure was it still on going. No patient complications were reported.

Event description:
It was reported that foreign material was found inside the package. During unpacking of a 3.50mm x 15mm nc emerge balloon catheter, an unknown metal piece fell and was found on the floor. The procedure was it still on going. No patient complications were reported. It was further reported that the sterility of the device was compromised.